Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys anti-hav igm result for one patient with the cobas e411 immunoassay analyzer. The initial result was 2.03 coi. The repeated result was 0.42 coi. The second repeated result was 0.43 coi. The questionable result was not reported outside of the laboratory. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer did not observe any malfunction. The investigation did not identify a product problem. The cause of the event could not be determined.